Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that a after an intraocular lens (iol) implant surgery, a patient experienced deterioration in the vision. The surgeon removed the lens on a secondary procedure due to calcification of the iol and a new lens was implanted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient did not have the lens removed in a secondary surgery as originally reported. The lens is still implanted in the patients eye.